Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 415 mg/dl. Customer's daughter advised the insulin pump was not delivering insulin properly. Customer was advised they had turned off the bolus wizard and that was the issue. Customer's daughter turned the bolus wizard on. Customer declined to troubleshoot high blood glucose levels.